Event description:
The customer contacted physio-control to report that while performing a defibrillation calibration on their device they noted a burning smell. The smell was accompanied by a service indicator and event codes in the memory. There was no patient use associated with the reported event.upon examination of the device, physio-control observed that the device would intermittently get stuck in a continuous state of charging. When this occurred the device would never reach the desired amount of joules selected and would not defibrillate.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported failure. Physio then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.physio further evaluated the removed therapy pcb assembly and was unable to duplicate, or verify the reported failure to charge and defibrillate.the service indicator and event codes that were observed were due to an unrelated non-critical failure of the therapy pcb assembly.the cause of the reported failure to charge and defibrillate could not be determined.

Manufacturer narrative:
The initial medwatch report indicates the device model number is: lp20e-configured, aha 2005, pcng, spo2. The initial medwatch report should have indicated that the device model number is: 20e.